Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range pacing impedance of less than 200 ohms. Additionally, there was noise and oversensing on the rv lead that resulted in inappropriate anti-tachycardia pacing (atp) therapy being delivered. Low amplitude was also noted. Boston scientific technical services (ts) recommended taking further action to address the issue and to prevent the patient from receiving an inappropriate shock in the future. The local area field representative was contacted for additional information; however, at this time, no further information is available. This product remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that this rv lead also exhibited loss of capture (loc). The lead was viewed under fluoroscopy and a lead fracture due to subclavian crush was identified. The rv lead was explanted and replaced. Visual examination of the lead during the procedure also confirmed the lead had been fractured due to subclavian crush. No additional adverse patient effects were reported.